Manufacturer narrative:
On 2/24/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device, a crease was noted in the posterior view. Within the crease, a tear measuring approximately 0.1 cm was observed. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The received device was an 350cc unspecified saline breast implant. As a result, patient underwent bilateral removal and replacement with 350cc mentor smooth round high profile memorygel breast implants on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation surgery with an unknown saline breast implant experienced left sided deflation post procedure. The left sided deflation was confirmed by a physician. As a result, the patient has a planned explantation on (B)(6) 2020.